Manufacturer narrative:
Inspected one opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the there was not electrode on the sensor when customer removed it out of body. The customer's blood glucose level was 198 mg/dl at the time of incident. It was also reported that the electrode was not on the needle and sensor of customer was not working. The customer declined troubleshoot. The customer was advised to discontinue use. The sensor will be returned for analysis.